Manufacturer narrative:
An event regarding disassociation involving an unknown head was reported. The event was confirmed via review of the provided medical records by a clinical consultant. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the ap hip x-ray dated (B)(6) 2017 a pressfit tha slightly undersized and in varus position. The stem appears well fixed and has a normal head trunnion position and relationship. The ap xray from (B)(6) 2018 shows the same stem in similar position and orientation. However, the head/trunnion position has changed, the femoral head is now seen to be angulated in to a varus orientation in relationship to the trunnion. Medical notes describe the right leg to be 1 cm shorter than the left and the right foot is externally rotated. This x-ray and medical notes are consistent with head stem dissociation. In the product inquiry summary, it is noted that the patient underwent revision surgery of this hip 0n (B)(6) 2018. Other than in the pis no documentation of this revision surgery was provided. The translation of the medical notes are cryptic and incomplete. Many of the notes are related to cardiac issues. What can be gleaned from the notes from an orthopedic perspective is that the patient had osteoarthritis and had a right tha. There are several notes referencing wound healing issues, infection and antibiotics following the revision surgery. No details for this issue were identified. It is confirmed the patient had a head/ trunnion dissociation. The root cause of this dissociation cannot be determined from this limited documentation." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised. A review of the provided medical information by a clinical consultant indicated: "the ap hip x-ray dated 10/17/17 a pressfit tha slightly undersized and in varus position. The stem appears well fixed and has a normal head trunnion position and relationship. The ap xray from 6/12/2018 shows the same stem in similar position and orientation. However, the head/trunnion position has changed, the femoral head is now seen to be angulated in to a varus orientation in relationship to the trunnion. Medical notes describe the right leg to be 1 cm shorter than the left and the right foot is externally rotated. This x-ray and medical notes are consistent with head stem dissociation. In the product inquiry summary, it is noted that the patient underwent revision surgery of this hip 0n 7/1/2018. Other than in the pis no documentation of this revision surgery was provided. The translation of the medical notes are cryptic and incomplete. Many of the notes are related to cardiac issues. What can be gleaned from the notes from an orthopedic perspective is that the patient had osteoarthritis and had a right tha. There are several notes referencing wound healing issues, infection and antibiotics following the revision surgery. No details for this issue were identified. It is confirmed the patient had a head/ trunnion dissociation. The root cause of this dissociation cannot be determined from this limited documentation." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and/or device identifying information such as catalog and lot codes, pathology reports, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
We have received a patient injury report. He reports that he has suffered from pain, difficulty walking, his right foot points out more and more and his re-operation of hip plastic due to hip prosthesis broke in july 2018 after right-sided hip prosthesis surgery (B)(6) 2009 update (B)(6) 2022 mf: per a clinician review of the provided x-ray images, stem-head disassociation is observed

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
We have received a patient injury report. He reports that he has suffered from pain, difficulty walking, his right foot points out more and more and his re-operation of hip plastic due to hip prosthesis broke in (B)(6) 2018 after right-sided hip prosthesis surgery (B)(6) 2009.